Manufacturer narrative:
A manufacturer representative went to the site to service the system. The rep adjusted the sidewall switch, re-homed all, and tested. The system was then fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was unable to get the gantry doors to close. The hcp did not try to apply pressure to the sides of the gantry at all. There was no patient involved.